Event description:
Implant did not integrate. One person affected.

Manufacturer narrative:
The med history was rec'd and evaluated. Infection is the probable cause of failure. The pt's smoking is a contributing factor.